Event description:
Per independent repair center statement the unit will not start. The key failure was the on/off switch for the control panel short circuited. Additional malfunctions include the capacitor for the compressor short circuited, and the cabinet filter for the cabinet was missing a component.